Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service.

Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.